Manufacturer narrative:
(B)(4). Eval results: death, cardiac failure, endoleak, migration, ruptured aneurysm. Disease progression; neck dilatation and angulated neck; pre-operative rupture. Conclusion: disease progression; neck dilatation and angulated neck; pre-operative rupture.

Event description:
An aneurx stent graft system was implanted in a pt for the emergent endovascular treatment of abdominal aortic aneurysm approx 7 years ago. Aneurysm and vessel morphology at the time of implant was not reported. It is unk if the pt has returned for f/u appointments. Currently the vessel morphology was reported as severe disease progression with aortic neck at the renal artery was 31 mm and 15 mm below the renal artery was 32 mm in diameter. There is severe disease progression with aortic neck dilatation. The pt presented emergently with abdominal and back pain. The CT demonstrated that the aneurx bifurcated stent graft has migrated distally 2 cm (the length of the aortic neck) into the aneurysm sac with a type I endoleak and ruptured aneurysm. During the preparation for intervention, the pt had an mi and expired.